Manufacturer narrative:
No patient information provided by the customer.

Manufacturer narrative:
Updated.

Event description:
The customer reported that the unit has an error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. Reportedly, customer stated that this is a one time event. Error code message has not repeated itself. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has an error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.